Event description:
Medtronic received information via a journal article (j thorac cardiovasc surg 2013;1-7, please refer to original medwatch report number 2025587-2014-00012 on the journal article (without specific serial numbers and any specific malfunctions). The medical records of patients who had undergone melody valve implantation in the mitral or left atrioventricular valve position from 2010 to 2013 were reviewed. Eleven patients underwent melody valve implantation. The median age at implantation was 7 months (range, 2-28). Of the 11 patients, 8 were less than 12 months old. The median weight was 5.2 kg (range, 3.5-13.6). This patient with melody valve serial number (B)(4) had a left ventricular outflow tract (lvot) obstruction post implant which was managed in the cath lab. The valve remains implanted and was working well.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).